Event description:
The customer reported that the system will not boot up and the leg extension got stuck. They found a bad surge suppressor and leg extension.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the surge suppressor and leg extension. The system operates as intended.